Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the paddle cannot be recognized when its connected to the device. Patient involvement is unknown at this time, however, no adverse patient impact or injury was reported by the customer. Additional information has been requested. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
This report is based on information provided by a philips remote service engineer (rse), authorized service provide (asp), and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator/monitor indicating that there is an issue with the external paddles. The event was outside of use and there was no reported patient nor user harm. Available details indicate that there is an issue with the external paddles as the device is not recognizing the paddles when it is connected to the device. The device was evaluated onsite finding that the operational check was normal, but the paddle test failed. The paddle assembly was replaced resolving the issue. The device was returned to full functionality and remains at the customer site. Replacement paddles were ordered and sent to the customer. The failed component is expected for return. Device remains at the customer site. The customer was provided with replacement product and the defective product was requested to be returned for further evaluation by philips emergency care (ec) failure analysis. If the parts are received by philips, the complaint will be reopened and the product will be evaluated. Based on the information available, the cause of the reported problem was a component failure. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.